Event description:
The physician was attempted to advance an endeavor resolute rx drug eluting stent to an lcx lesion which exhibited 85% stenosis with severe calcification. There were no abnormalities noted prior to use of the device. Resistance was noted when advancing the device. After several attempts the device could not cross the lesion and when the stent was being withdrawn it dislodged. The stent was implanted where it dislodged and another stent was implanted to treat the patient. No clinical sequelae were reported. Please note that this device (B)(4) is distributed outside the united states; however, it is similar to the united states distributed product (B)(4).

Manufacturer narrative:
Evaluation, results: inherent risk of procedure (stent dislodged), patient's condition affected effectiveness of device (lesion morphology), 85% stenosis, severe calcification, resistance at lesion. (No device received for evaluation). Evaluation, conclusions: device failure/lack of effectiveness related to patient condition (lesion morphology) - 85% stenosis, severe calcification, resistance at lesion. (B)(4).